Event description:
During surgery, laparoscopic cholecystectomy, a 5/10 mm taut laparoscopic port was placed into the abdomen. Upon removal, the port appeared to be broken. Upon assessment of the abdomen, a small metal-like wire was removed. No other devices noted in abdominal cavity. All tissues were thoroughly examined and irrigated prior to closing.